Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient thinks the pump is not delivering insulin correctly. She experienced elevated blood glucose and positive ketones and went to the hospital. She did not receive treatment at the hospital and was only given water. No adverse event alleged. A request was made for the return of the device.